Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported that after a 3.0 x 23 mm xience v stent was implanted in the mid left anterior descending artery (lad), a flow limiting dissection was observed at the distal end of the stented segment. Another xience stent was used to treat the dissection. The end result was good timi iii flow. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, in the fiu is a unknown adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The patient anatomy was described as moderately tortuous and moderately calcified, which may have been a contributor. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). In this case, there is no indication of a product quality issue.